Event description:
Complaint received via medwatch report (B)(4) on 2/15/2022. It was reported that "iabp placed on 1/13/22 without complications. On (B)(6) 2022 patient desaturated and flecks of blood noted in iabp tubing with no associated alarm. Iabp perforation identified requiring removal." There was no report of patient complications, serious injury or death. There is an associated manufacturer report (3010532612-2022-00030) that was sent to the FDA regarding this event. The iab rupture was reported to teleflex on 1/27/2022 with limited information.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
Complaint received via medwatch report 0039-0111-2022-0001 on 2/15/2022. It was reported that "iabp placed on (b)(3) 2022 without complications. On (b)(3) 2022 patient desaturated and flecks of blood noted in iabp tubing with no associated alarm. Iabp perforation identified requiring removal." There was no report of patient complications, serious injury or death. There is an associated manufacturer report (3010532612-2022-00030) that was sent to the FDA regarding this event. The iab rupture was reported to teleflex on (B)(6) 2022 with limited information.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "no associated alarm" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers of iabps at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.